Event description:
It was reported that a patient using the ilet experienced a low blood glucose episode with a low of 28 mg/dl overnight after consuming toast before bed without announcing it as a meal, which led to subsequent hypoglycemia following earlier hyperglycemia (409 mg/dl) from the unannounced snack. Symptoms included sweating, shaking, and dizziness. Outcomes included treatment with oral glucose and patient education on proper meal announcement and selecting ¿less than usual¿ dinner for late snacks when appropriate. Investigation included a review of use patterns and user education. Investigation of this case revealed user handling contributing to the event due to an unannounced carbohydrate intake before sleep. It was concluded that the device functioned as designed and that user education addressed the identified use issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.